Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. No gross lead discontinuities visualized.

Event description:
It was reported that a vns pt had recently been assaulted. Upon vns stimulation after the assault, the pt passed out. Her neck was swollen from the assault. She went to the ER and used her magnet to disable her vns until she could followup with a neurologist. X-rays were sent to the manufacturer for review and showed the vns system to be intact. There were no lead discontinuities. Followup with the neurologist revealed that the pt's vns device is functioning properly. The physician reduced the pt's vns settings, i.e. The signal frequency and pulse width. Following the reduction in settings, the event resolved. The neurologist believed that the deep bruising from the assault in combination with vns stimulation contributed to the pt's syncope. The physician plans to leave the pt at the lower settings until the bruising heals.